Manufacturer narrative:
The reported event of insulation breach was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation was damaged at the proximal region. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that insulation damage was noted on patient's right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.